Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient got in an electrical storm which made the implantable neurostimulator (ins) ¿mad¿ it was noted that the patient was shaking all over so they turned off the ins. On (B)(6) 2017, the patient later reported that the ins was still off and have not used it since the event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient has not been shaking since they turned the stimulation off. The patient still has not turned the device back on from after the storm. It was reported that the patient may be afraid of the ins. The patient stated that they suppose the battery is dead now, and the patient doesn't want another surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.